Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a routine follow up, this pacemaker device was suspected of premature battery depletion. Approximately one year ago there were four years remaining longevity and at the most recent follow-up in february there were 3 months remaining. Device replacement was decided under the discretion of the physician. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device was returned to boston scientific and the analysis results are as enclosed.

Event description:
It was reported that during a routine follow up, this pacemaker device was suspected of premature battery depletion. Approximately one year ago there were four years remaining longevity and at the most recent follow-up in february there were 3 months remaining. Device replacement was decided under the discretion of the physician. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device is anticipated for return and analysis. Once this device is analyzed a follow up report will be submitted with the investigation results.